Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, 'fail flow accuracy' was not reproduced. The device was tested for downstream occlusion detection and passed. The device was found to fail flow accuracy testing during evaluation. The evaluator found the device to under-deliver with -10.5088%. The event history log (ehl) review was performed and revealed multiple events of "downstream occlusion!" However the history log cannot be used to determine the pressure reading observed by the user at the time of alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The "failed psi test"was verified as fail flow accuracy . The cause of the condition was determined to be the failing pressure plates, fingers, valves, and springs. The pressure plates, fingers, valves, and springs requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed pounds per square inch testing during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.